Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was progressive increase of lead impedance and pacing threshold, possibly due to a damaged lead. The lead was capped and replaced.